Event description:
It was reported that there was an interlock failure error message. This error may cause the system to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.